Event description:
The customer complained that on two occasions, the tip of the electrode connector post has broken off and stayed lodged in the electrode cable connector. There were no adverse affects to patients reported as a result of the alleged malfunction.